Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump rejecting new batteries. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was leaking insulin on site changes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted.